Event description:
It was reported that, the use of an complained unkn profore may have caused a clinic nurse to be currently off of work because of an injury. It is unknown how was this injury addressed, the type of the injury and the current state of the nurse.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation., the supplied video has been reviewed, confirming that the coband layer 4 was difficult to unwind medical review concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation. The nurse's current condition is unknown and impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A documentation investigation has been conducted, confirming previous complaints of this nature, with corrective actions assigned, establishing an inadequate standard operating procedure as the root cause. A review of the device history confirmed that no manufacturing problems had been observed, the complained product was released prior to the initiation of the corrective action. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.

Event description:
It was reported that, the use of an complained profore kit lf ankle circ 18-25cm case 8 may have caused a clinic nurse to be currently off of work because of an injury. It is unknown how was this injury addressed, the type of the injury and the current state of the nurse.

Manufacturer narrative:
B5, health effect - clinical code, health effect - impact code, medical device problem code: updated.

Event description:
It was reported that the profore kit lf ankle circ 18-25cm case 8 4 was difficult to unwind and may have caused a clinic nurse to be currently off work because of an injury. It is unknown how was this injury addressed, the type of the injury and the current state of the nurse.

Manufacturer narrative:
Correction: health effect - clinical code e20 injury. H3,h6: the device was not returned for evaluation; however the provided video was reviewed and revealed that the coband layer 4 was difficult to unwind. The clinical/medical investigation concluded that no relevant supporting clinical information has been provided to assist with a thorough clinical investigation. The nurse's current condition is unknown and impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The review of complaint history based on the historical data revealed similar events for the listed batch. The review of instructions for use documents for profore revealed in the section 'instructions for use' a comprehensive list of steps for safe operation and use, with guidance specifically tailored to each component of the acquired system. Additionally, the review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was investigated, and it was found a variability in operator techniques to begin rewinding due to lack of standardized procedures. For high unwind tension, it was revealed that two rewinder recipe settings were not optimal. The winder tension setting, which operators could manually adjust, was identified as a major contributor to high unwind tension. Actions to mitigate and correct this event are operator training on rewinding process, also rewinder program has been updated, rewinder recipe was updated with optimized settings, and testing of first batch with updated recipe was within acceptance criteria. At this time, we have evidence to conclude that the product did not met specifications at the time of manufacture. Therefore, based on this investigation corrective actions have been initiated.